Manufacturer narrative:
The part and lot of the suspect device was not identified, therefore, the manufacturer cannot determine the suspect device. Howe ver, the suspect devices in use are part # 54740004525 and # 54740005525. (B)(4). Event location other : unknown. This part is not approved for use in the united states; however, a like device catalog # 54840004525 and 54840005525, 510k # k091974 was cleared in the united states. Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
It was reported that the patient underwent a posterior lumbar fusion at l4-5. It was reported sometime post-op that the patient had an infection and underwent a revision surgery to remove the implants. The surgeon commented that infection was inevitable considering the patient had diabetes mellitus. No additional information is available.